Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based off past complaints, it has been found that valve damage or valve dislodgement have been known to cause valve leakage. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that a 5/6fr 10cm glidesheath slender sheath was leaking. After the procedure was completed and the catheters and wires were removed, the doctor and technologist noticed the sheath was leaking at the cross cut valve. They were able to place a tr band without any complications and they removed the sheath successfully. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on november 26, 2018. The procedure being performed was a left heart catheterization.